Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days or reassessment of the battery life status a few weeks before the end of this period was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days or reassessment of the battery life status a few weeks before the end of this period was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis. Additional information was received indicating the initial reporter sent a report to the food and drug administration (FDA) regarding this event.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days or reassessment of the battery life status a few weeks before the end of this period was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.